Manufacturer narrative:
Product event summary: analysis confirmed the reported event; output connector assembly was broken. Analysis also found the battery wire insulation was pinched (wire insulation not compromised) and the display wire insulation was pinched (wire insulation not compromised).

Event description:
It was reported the atrial and ventricular connectors are broken. The external pulse generator was returned for repair. There was no patient involvement.